Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery alert less than a week. Customer's blood glucose was unknown mg/dl. The customer stated that she is still having to change her battery every 4 days after getting a new battery cap. The customer is calling a second time regarding low battery. The customer stated replacement of battery cap did not resolved the issue. The battery currently in use is a aaa alkaline battery and did not last more than one week. Customer was advised that the device would be replaced. The customer was advised to return the device with battery cap and batteries intact and to zero out basal rates.

Manufacturer narrative:
The insulin pump was received with high idle current due to open trace on the lcd driver. The insulin pump had cracked reservoir tube lip.